Event description:
As the doctor was inserting the lens into the eye, he noticed, the lens had been loaded incorrectly. Lens did not eject properly because of misloading and had to be explanted. Pt was not injured. Another hoya lens was used with no complications.